Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-04304. It was reported that the patient experienced ineffective stimulation due to their leads migrating. As a result, the patient underwent surgical to have their leads replaced. During the procedure, it was noted the physician electively explanted and replaced the patient's ipg with a different model as well. Patient has effective therapy post op.